Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.0/1.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On 11-dec-2023, the lens was removed due to low vault without rotation and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -8.0/+1.5/91 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced a low vault and 'flat ciliary process'. On (B)(6) 2023 the lens was explanted and the problem was resolved. Additional information provided: "the patient was unwilling to undergo a second operation and decided to remove the crystal". The reporter indicated the cause of the event is unknown. H6-health effect- clinical code: "4581- flat ciliary process'" should be added. Claim# (B)(4).